Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The resolution involved plans to replace the pump, and the customer was to use multiple daily injections (mdi) as a backup therapy. Although the call was disconnected, efforts to follow up included leaving a message and sending an email. Subsequently, confirmation was received via email that everything was back to normal, and the legal guardians were informed. No further action was necessary, and the case was closed.